Event description:
Between [date redacted] through [date redacted] - approximately 6 weeks, there have been 293 pump failures or work orders. These are the following issues, of note, there was minor-moderate harm with some of these: unable to determine: 59, broken screen: 58, missing/broken part/clip/hook: 62, cassette/tubing issue: 44, service needed alarm: 33, broken housing: 12, broken locking mechanism: 7, alarm: 2, alarm air: 4, pump alarm shut down: 14. Our biggest concern is when critical drugs are running and the screen freezes, will not allow for titration, and vitals drop. Also, pumps are failing without alarms, or alarms are so quiet no-one hears them. Manufacturer response for pump, infusion, ivenix infusion system (per site reporter). Mfg. [Manufacturer] is on site this week to assist our healthcare technology dept. With attempting to determine root causes for failures.